Manufacturer narrative:
(B)(4). The customer reported a power supply error message, and a chirping red x. The unit was evaluated at philips. Running the opcheck cleared the message and chirping red x. The device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported a power supply error message, and a chirping red x.